Manufacturer narrative:
The event took place outside of the united states in (B)(6) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dislocation that occured approximately 1 month after the primary surgery. The primar surgery used the humelock ii reversed system. During the revision surgery, the surgeon explanted the ø36 centered glenoshere and the 135/145 ø36/+6 humeral cup. Then he implanted ø40 eccentric glenoshere and a 135/145 ø40/+9 humeral cup.